Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was unable to disconnect from the patient line of a homechoice cassette. This occurred after peritoneal dialysis therapy, when the staff tried to disconnect the transfer set and cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.